Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Upon examination it was confirmed that the tubing had disconnected at a section where it had been solvent bonded. The bonded area was visually examined, solvent was present at the bonded connections and the bonding process appeared acceptably performed. Our eval was unable to determine root cause and we were unable to determine how or when the device became disconnected.

Event description:
The reporter stated that the device tubing separated prior to use. There was no reported pt injury or treatment associated with this event.